Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process, after which the malfunction did not recur. The customer was informed to contact support again if the issue arises and acknowledged understanding of this advice.